Event description:
It was reported that the device reached elective replacement indicator (eri) in 2 years. It was also reported that the left ventricular lead had high thresholds and problems with capture. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that battery depletion indicated/eri. The time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012 and device rrt was less than or equal to 2.6251 volt. The weekly battery voltage trend data shows the battery equal to 2.628 to 2.621 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012, 02:15:00. The device was now returned and analyzed. Analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. (B)(4) the distal portion of the lead was returned, analyzed, and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that battery depletion indicated/eri. The time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012 and device rrt was less than or equal to 2.6251 volt. The weekly battery voltage trend data shows the battery equal to 2.628 to 2.621 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012 02:15:00.